Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received; (B)(6). No complaint was received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion at 8.5-11.1cm from distal tip. Signs of external abrasion noted also. External insulation abrasion at 8.2-8.3cm and 13.3-13.4cm from distal tip. Etfe coating intact at all locations. Internal abrasion under rv shock coil at 6.6-6.7cm. Etfe coating intact.